Manufacturer narrative:
Corrected information: d4 - serial number replaced with blank (transcription error) plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility in (B)(6) reported that during hemodialysis (hd) with an unspecified fresenius hd system, 43 minutes after starting the treatment a nurse observed an external blood leak from the head cap of the dialyzer. The supplies were replaced and the patient was able to complete treatment. There was no reported adverse event or injury. Upon follow up, it was clarified that the patient's treatment was completed on a different system with new supplies. The hd system did alarm as expected. There was no physical damage observed the total blood loss was 50ml. The dialysate flow rate was 800 ml/min and the patient's blood flow rate was 370 ml/min. Patient dialyzes three times a week and has been receiving hd for 3 years. There are no samples available to return for physical evaluation. This is a report from fresenius (B)(4).